Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and intermittent button response due to moisture damage keypad trace. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No button error alarm noted. The currents are with in specification. No unexpected off no power. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer did not report motor position encoder error alarm. The customer was able to rewind pump completely. The customer was unable to review alarm history due to getting motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for off no power alarm.